Event description:
Implant information was received. No additional relevant information was received to date.

Event description:
It was reported that a patient had passed away. An obituary search was performed and found that the patient had passed away from a battle with pneumonia. No additional relevant information was received to date.